Event description:
Abutments came loose from implants patient lost abutments. Doctor (B)(6) was contacted by phone, and he indicated that the implants were not affected by the event and the patient lost 3 out of the 4 abutments; the one available will be returned to zest for evaluation.

Event description:
Abutments came loose from implants patient lost abutments. Doctor stockslager was contacted by phone, and he indicated that the implants were not affected by the event and the patient lost 3 out of the 4 abutments; the one available will be returned to zest for evaluation.